Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not provide the cleaning sterilization and disinfection (cds) process checklist. The customer stated reprocessing procedures were carried out per company procedure, which is in line with those of olympus. Since (B)(6) 2023, the subject device has been quarantined and no longer used. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated swabbing of distal end unit, sampling solution instrument/biopsy/suction channel, sampling solution air/water channel, and sampling solution auxiliary water channel were cultured and measured no detection of colony forming units (cfus)/ endoscope of microorganism. Overall, the results are in conformance with the requirements. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a positive culture was not confirmed. In addition, the air/water cylinder had no color. The suction cylinder had no color. The adhesive around objective lens had discoloration. The adhesive around light guide lens had wear. The adhesive on the bending section cover was detached. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope after clean-up, the instrument was found to be contaminated during repeated microbiological checks. On (B)(6) 2023, the total coliforms tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae. On (B)(6) 2023, the device tested positive for 4 cfus of staphylococcus and 3 cfus of other unspecified germs. On (B)(6) 2023, the device tested positive for greater than 100 cfus of klebsiella pneumoniae and 2 cfus of candida. The biopsy channel and pipe cleaner were sampled on all days. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.